Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low shock impedances out of range. Additionally, the smart pass feature was disable due to undersensing and low amplitude, leading into t wave oversensing. Upon review, technical services (ts) observed a reduction in the system impedance, as the r wave amplitude has decreased since last year as well. The ts indicated that this could be a patient factor with the fluid (along lines of pericardial effusion) or could be due to a system migration and recommended an x ray. This s-ICD remains in service. No adverse patient effects were reported.